Event description:
It was reported that the zimmer pulsavac plus "batteries were smoking and hot after use" and that one of the batteries leaked. Clinical follow-up revealed through the registered nurse and team manager that they smelled something like "hot electric" while they were draping for the procedure. The procedure was continued without incident.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.